Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that the transmitter's power cable was damaged due to an electrical leakage and the cord had melted. The transmitter with power cable was replaced. There was no harm to the patient, no patient consequences.